Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window and battery tube threads, and with a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, damage, and moisture damage. The customer stated the numbers on their keypad were not ramping or scrolling. Customer's blood glucose was 92 mg/dl. The customer states the keypad is unresponsive and there is condensation under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.